Manufacturer narrative:
The insulin pump passed displacement test. Device was received with peeling serial number label and detached reservoir tube retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the serial number was gone. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.